Manufacturer narrative:
Ge rep evaluated system, found broken wire in the interconnect cable. Rep repaired broken wire, and system operates as intended.

Event description:
It was reported that the system would not fluoro. No pt injury reported.